Manufacturer narrative:
Based on the claim against the product by the customer noting recognition/calibration issue, an investigation is in progress to determine the cause of this reported event. The reported failure was confirmed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse found disk #4 was not rotating on universal surgical manipulator (usm) 3 and the test sureform stapler initialized failed. The fse replaced the usm 3 to resolve the reported issue. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) exhibited a persistent issue during the procedure. Usm arm was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was unable to recognize an unspecified sureform stapler. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for troubleshooting assistance. The tse advised the customer to replace the stapler with a backup. The customer reported two sureform staplers were not recognized on universal surgical manipulator (usm) 3. The customer installed one of the staplers on usm 4 and it was recognized. The surgery was continued under the same condition. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: the initialization issue occurred during procedure with ports already placed. It was unknown if system functionality was checked upon powering on the system, but the system initially powered on without errors. The system displayed "engagement failed" message when the issue occurred. The issue was not resolved, and the procedure was continued with the same instrument installed on a different arm. The surgeon did not disable any usm arm despite the issue. The procedure was completed robotically with all four arms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced usm arm involved with this complaint to perform failure analysis. The reported issue was confirmed via remotefe logs with error codes 26016 and 1171 and this was replicated during in-house testing. The unit was tested on an in-house system in normal mode where there were no triggered errors. Unit was also tested on a pftp where the unit failed for carriage friction low (degree of freedom (dof) 5). The dof 5 rotor and gearbox were found to be out of specification. The root cause is attributed to internal component failure. The information gathered indicates that the device did contribute to the customer reported issue.